Manufacturer narrative:
The returned device was evaluated and pod was received fully deployed. Corrosion was observed on the pcb through the bottom housing. Due to the internal corrosion observed, a leak test was completed. Fluid was observed to be leaking from damage in the reservoir, across from the fill port. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. All three batteries were found to measure to have lower-than-expected voltage. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined. The investigation could not determine if the observed damage contributed to the reported event. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.1 smartphone hardware: iphone15.3 cgm sensor type: g6.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. In addition, the patient reports receiving a hazard alarm during operation. The patient reports after administering a bolus and applying a new pod their blood glucose level had returned to normal.